Event description:
This unit lost phaco power during phacoemulsification procedure. When the dr depressed the footpedal to reactivate the power, there was a vacuum surge which caused a tear in the capsule. The dr performed a vitrectomy and then closed the eye. The pt will return at a later date for the lens implantation.